Event description:
It was reported to the biomed that the device is "cutting out". It stopped pacing and biomed thinks it may have turned off. The biomed tried new battery and had same issue. The device is being returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that this device had excessive damage. The upper and lower case halves were damaged/broken, both bail covers, ring cover and battery drawer were broken, the battery release was dented, the lead flex cover was corroded, one case screw was missing and both heart block screws were missing.

Event description:
It was reported that the external pulse generator was "cutting out," that it stopped pacing and was possibly shutting itself off. A new battery did not resolve the issue. It ws unclear whether it had been in use on a patient at the time of the incident or not. The generator was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.